Manufacturer narrative:
The commander deliver system was returned and visual inspection revealed the following; longitudinal tear was noted along the entire balloon length and gouges on the flex tip were observed. Dimensional inspection was performed; the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met the specification. No functional testing was able to be performed due to the nature of the complaint balloon burst. No imagery provided, therefore no imaging evaluation was performed. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was done and die not reveal other complaints related to the complaints balloon burst. A complaint history review was done and due to insufficient information, a root cause is unable to be determined. The following instructions for use IFU and manuals were reviewed; commander delivery system with s3/s3u/s3ur thv IFU, us, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. No further action is required. The complaint for failure balloon burst was confirmed through product evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, per field clinical specialist, the balloon ruptured during deployment. The balloon burst could be potentially from multiple factors i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the native or preexisting valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to lack of relevant procedural/patient information, a definitive root cause is unable to be determined. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions CAPA are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment pra escalation is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the balloon ruptured during deployment. There was no vascular complications during removal.